Event description:
It was reported that during an anterior cruciate ligament procedure, when tightened the suture of the rgdloop adjustable stnd device, the suture was broken off. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. E1: the reporter¿s complete facility address was not provided. Investigation summary: according to the information received, it was reported that during the surgery, when tightened the suture, the suture was broken off (as the attached photo shows). No additional information could be provided. The product has not returned to depuy synthes, however a photo was provided for review. Visual inspection of the returned photo found the white/green and the green sutures broken and frayed. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the rgdloop adjustable stnd would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedures variables such as: snaps or other instrument to pull the suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. As per IFU- 111882, the steps for a proper insertion are provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document specification review: IFU- 111882. Device history lot: null. Device history batch: null. Device history review: product code: 232447. Lot no: 300l135. There was no non-conformance regarding this lot. Manufacturing date: 03-may-2024. Expiration date: 30-apr-2027.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection found that the device had only the implant and white/green, green suture fragment returned for evaluation. The white/green suture was cut and frayed. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the rgdloop adjustable stnd would have contributed to the complained device issue. Based on the findings, the potential cause is traced to the use of snaps or other instrument to pull the suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in damaging it. As per IFU, the steps for a proper insertion are provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. There was no non-conformance regarding this lot.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.